Event description:
It was reported that while using the bd facscanto¿ ii that there is liquid leaking from the back of the cart. The following information was provided by the initial reporter: liquid leaking from the back of the cart.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facscanto¿ ii that there is liquid leaking from the back of the cart. The following information was provided by the initial reporter: liquid leaking from the back of the cart.

Manufacturer narrative:
Bdb has monitored its MDR reporting, and after review, has determined through valid data that: (1) the relevant malfunctions have not caused or contributed to further deaths or serious injuries for two years, and (2) the likelihood of another death or serious injury as a result of the relevant malfunctions is remote. Accordingly, bdb has amended its MDR reporting guidelines to discontinue further presumptive reporting of malfunctions associated with liquid leakage and splash complaints. MFR. # 2916837-2022-00325 was filed under previous guidance and is now corrected to be a non-reportable event. Ii. The aforementioned amendment to the bdb MDR reporting guidelines was based on the following rationale: to evaluate the impact of this proposed change, an assessment of the complaint and adverse event reporting history was performed for malfunctions associated with serious injuries or deaths related to liquid leakage and splash events. The assessment confirms there have been no reports of serious injury or death related to liquid leakage or splash events for the last two years (sep. 2020 thru nov. 2022). Iii. We also note that the likelihood of another death or serious injury as a result of the relevant malfunctions is remote. Specifically, a liquid leakage or splash of a chemical or potentially biohazardous fluid would be readily apparent to the user and is unlikely to come in contact with eyes, mouth, other mucous membrane, and non-intact skin, or cause parenteral contact with blood or other potentially infectious materials. Users are also instructed to follow universal precautions including wearing ppe per the products user documentation, and the requirements in the osha bloodborne pathogen guideline. As such, the risk of serious injury or death occurring related to malfunctions causing liquid leakage or splash events would be improbable. H3 other text : see h.10.

Event description:
It was reported that while using the bd facscanto¿ ii that there is liquid leaking from the back of the cart. The following information was provided by the initial reporter: liquid leaking from the back of the cart.

Manufacturer narrative:
H6. Investigation summary investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). ¿ problem statement: customer reported complaint regarding a waste leakage not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to date (B)(6) 2022. ¿ complaint trend: there are 20 complaints related to the issue of waste leakages due to cracked valves. Date range from (B)(6) 2021 to date (B)(6) 2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962, serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a broken check valve. The customer had initially reported that the instrument was leaking from behind the wetcart and an fse (field service engineer) was sent onsite to address the issue. The fse confirmed the issue and replaced the broken check valve (pn 334044). After the repair, the instrument was no longer leaking. No parts were requested for evaluation as the replaced parts are not returnable. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they proper ppe (personal protective equipment) to clean up the leak. Bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. This can be found on page 147 in cleaning the surfaces. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4), case # (B)(4) install date: (B)(6) 2014 defective part number: 334044 - check valve waste work order notes: o subject / reported: liquid leaking from the back of the cart o problem description: liquid leaking from the back of the cart o work performed: (measure) ·check valve replacement 1: no action (result) ·30 minutes operation check, no recurrence ·cv% confirmed with ultrarainbowbeads ·cst implementation (baseline, checkperformance)¿fitc fail 1: long clean if there is no improvement, maintenance is required. O cause: (phenomenon) check. Valve damage 1: high cv value and cst fail o solution: (result) ·30 minutes operation check, no recurrence·cv% confirmed with ultrarainbowbeads·cst implementation (baseline, checkperformance)¿fitc fail. 1: if there is no improvement even after long cleaning, maintenance is required. ¿ returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. ¿ risk analysis: risk management file part #338960-04ra, rev. 01/vers. A, bbd facscanto ii flow cytometer (fluidics) fmea was reviewed. The risk identified has a rpn of 32, which is within the acceptable risk acceptability. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o item: 4. Quick disconnect o function: 4.1 connects tubing to filters and fluid tanks o potential failure mode: 4.1.2 not connected o potential effect(s) of failure: 4.1.2.1 sheath line not connected to instrument or wet carts o potential cause(s)/mechanism(s) of failure: pressure build-up in line to sheath pump. Line pops off pump and leaks fluid inside wet cart o residual severity: 8 o residual occurrence: 4 o residual detection: 4 o residual rpn: 32 ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a broken check valve. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a broken check valve. The fse confirmed the issue and replaced the check valve. After the repair, the instrument was no longer experiencing leakages. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a h3 other text : see h.10.